Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. It was noted that the pacemaker was incorrectly measuring the patient's atrial fibrillation burden. Programming changes were made. There were no patient consequences reported.